Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3 - date of event: the exact date of the incident is unknown, so it has been recorded as the first day of the month of awareness.

Event description:
An event involving cadd solis pump reported that frequent occlusion alarms occurred even after cassette replacement. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
H3 and h6 codes: updated. The suspect pump was returned for evaluation. A review of the event history log confirmed the customer¿s report of frequent occlusion alarms. No prior repairs had been performed on the device within the previous 12 months. Visual inspection identified damage to the downstream occlusion (dso) sensor seal. Functional testing was conducted, and the occlusion pressure was found to be within specification, with no additional abnormalities detected. The reported issue was confirmed; however, the root cause could not be definitively determined. The dso sensor seal was replaced, and the device subsequently passed all functional and accuracy testing following repair.